Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found the full lead was returned and analyzed. A cut was evident through the outer insulation material at 23 cm distally.

Event description:
It was reported that during the implant procedure that multiple attempts to position the lead were made, however, unable to achieve acceptable thresholds. The device was not implanted. No patient complications have been reported as a result of this event.